Event description:
It was reported that a patient presented in-clinic and reported a vibratory alert. Upon examination, the patient's implantable cardioverter defibrillator (ICD) was found to be in back-up vvi mode due to event queue overflow. Corrective programming changes were made on (B)(6) 2021 to successfully restore the ICD. The patient was stable throughout and no symptoms were reported.